Event description:
It was reported that the insulin gauge was inaccurate and static. In addition, it was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 89 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.